Event description:
The notification received for (B)(4) study indicated that during the index procedure, the patient experienced a transient ischemic attack. The patient's recovery was full, with no deficit. The tia occurred after implantation of the precise stent, during removal of the angioguard device. Medications were administered for treatment of the tia and maintenance of blood pressure. The patient recovered in less than 24 hours. The tia was deemed related to the index procedure, but not to the cordis products used. Neither product was available for analysis.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot (B)(4), which corresponds to cordis lot number (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hypotension and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Please note that this is one of two products used during the same procedural setting. Please reference MFR. Report #s 9616099-2010-00451 and 1016427-2010-00066.